Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 11-jan-2023. Investigation summary: bd japan received two (2) samples and two (2) photos for investigation. The returned samples were subjected to draw testing and the indicated failure mode was not observed. Additionally, the customer samples along with eighteen (18) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ ii advance plus blood collection tubes would only draw 4ml. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, two tubes drew 4ml only and did not draw any further volume. The actual sample is not available for investigation.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ ii advance plus blood collection tubes would only draw 4ml. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, two tubes drew 4ml only and did not draw any further volume. The actual sample is not available for investigation.